Event description:
The following report was received from the affiliate: the index procedure was an emergent case due to an acute myocardial infarction. Approx eight days post index procedure, the pt developed vt and vf and went into cardiopulmonary arrest. After resuscitation by electroshock, cag was conducted and thrombus was observed inside the implanted cypher stent at the mid lad. To treat the thrombus, aspiration was conducted and poba was conducted with a balloon at 24atm. Inflation is unk. Ivus was conducted and revealed that the stent was under-dilated. Thrombus was observed again and so aspiration was conducted several times, but thrombus would not disappear. Therefore, iabp was inserted and 5,000u of heparin was administered and then poba was conducted with a 3.5/unkmm balloon at 16atm. Inflation time is unk. Physician's comment: the cause of the thrombotic event was because the stent was under-dilated.

Manufacturer narrative:
The target lesions were at the mid and distal lad. For the mid lad, the vessel was a de-novo and eccentric lesion, classified as type c. The lesion length was 24mm and vessel diameter was 2.5mm. For the distal lad, the vessel was a de-novo and eccentric lesion, classified as type b1. The lesion length was 10mm and vessel diameter was 2.5mm. Distal protection was conducted. For the mid lad, pre-dilation was conducted with a 2.0x14mm balloon at 16atm for 5seconds. Followed by deployment of a 2.5x28mm cypher des; implanted at 20atm for 5 seconds. Post-dilatation was not conducted. For the distal lad, pre-dilation was conducted with a 2.0x14mm balloon at 16atm for 5 seconds. A second 2.5x18mm cypher des was implanted at 20atm for 5 seconds. Post-dilatation was not conducted. The two stents were not overlapping each other. Ivus was conducted for both lesions. Timi flow pre and post-procedure was 0 and iii respectively for both lesions. The residual % of stenosis was 0% for both lesions. Act was measured, but the value is unk. Any add'l info will be submitted within 30 days of receipt.